Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw bent, causing significant reduction to the gap between the electrode. During functional testing with the generator, a short was noted resulting in a yellow message screen "reposition jaws and reactive" warning was received when the jaws were closed. Then, the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy procedure the enseal device was in use for around 30 minutes. Within this time it had the error code "replace tissue in jaws" around 5-6 times. There was tissue within the jaws when this error message occurred and eventually the gen11 indicated to replace the instrument. Procedure was completed by converting to a ligasure as the enseal was a sample product. Procedure was prolonged by three minutes. No patient consequences reported.